Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported separation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery. During advancement, the mini trek proximal shaft broke outside the patient. There was no reported resistance during advancement. There was no reported adverse patient effect or a clinically significant delay in the procedure. A 2.0 x 12 mm mini trek was used to complete the procedure. No additional information was provided.